Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 5 years and 3 months post tavr procedure via transfemoral approach, the patient presented with aortic stenosis. A viv (valve in valve) procedure was performed using a 26mm ultra valve implanted in a 26mm sapien 3 valve. Additionally, a small effusion was identified during the post tavr trans-thoracic echocardiogram (tte). It was undetermined if the effusion was pre-existing. The patient will be monitored overnight.

Manufacturer narrative:
In the initial submission pericardial effusion was inadvertently reported. There was no intervention for the effusion as most resolve spontaneously and the patient was discharged from the hospital. Therefore, we are redacting the h6 codes for the clinical and device code. Update to h6; type of investigation, investigation findings, investigation conclusion. Correction to h6; clinical code (pericardial effusion) and device code (adverse event without identified device or use problem). Correction to b5. The 26mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and reviewed which revealed the following observations: mild/trace central regurgitation and pvl (paravalvular leak) noted from the doppler, and calcification was present on the incident valve or bioprosthetic valve. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint calcification was confirmed based on procedural imagery. A review of the DHR, lot history, and complaint history review revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in a patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification and post implantation - calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As noted, "post tavr procedure via transfemoral approach, the patient presented with aortic stenosis. A viv (valve in valve) procedure was performed using a 26mm ultra valve implanted in a 26mm sapien 3 valve". In this case, due to limited information, a conclusive root cause was unable to be determined at this time. The technical summary is applicable to this complaint because valve calcification was likely contributed by patient conditions. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 4 years and 8 months post tavr procedure via transfemoral approach, the patient presented with aortic stenosis.